Event description:
Surgeon performing derotational osteotomy of left femur. During application of hardware, with instrument made to apply implant, tip of instrument broke off and remained in the implant.